Event description:
The following description was documented by carefusion technical support regarding an event reported by biomed at one of the user facilities: "not on a patient. The vent will not pass the leak test. Reseated gde and the exp corner components have all been changed. [ ] stated when he runs the unit in normal operating mode the unit comes up with tn extended high p peak alarm and message. He is going to check the transducers for drift and calibrate to see if they stabilize, if this is the issue. The transducers if out of a/d count by 50 to 100 can be calibrated but then he will run the vent and check for drift. He will call back with results if he needs more help."

Manufacturer narrative:
(B)(4). The biomed called back with an a/d count stuck on 3 on expiratory pressure xdcr. He stated that he realizes the xdcr is blown and was going to talk to the respiratory manager about upgrades. Options were to either exchange the gas delivery engine (gde) or have the respiratory manager make the call on upgrading. The biomed advised carefusion technical support that they will call us back or go through sales for the upgrades.